Event description:
It was reported that the patient had a return of symptoms. The patient's programs were unable to be opened with both the patient's and clinic's programmer. Premature battery depletion was reported. The implantable neurostimulator (ins) was replaced on 2012 (B)(6). Mapping took place on 2012 (B)(6) to reprogram the patient. The patient was pleased with -1, 2+, 0+; 85-90% setting. The patient recovered without sequelae.

Manufacturer narrative:
Product ID, 3093-28 lot# v023883, implanted: 2007 (B)(6), product type lead product ID, 3037 serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).